Event description:
It was reported that this patient received an inappropriate shock while sleeping. Episode review was requested. A boston scientific technical services consultant noted t-wave oversensing and not a very fast rate. Additionally, qrs morphology was very small; however, the p-wave, qrs and t-wave were all approximately the same size possibly suggesting a bundle. Smart pass appeared to have been off for some time. The consultant stated an in office evaluation could be considered for amplitude assessment. The system remained in service and was subsequently electively replaced over six years later. The physician inquired if data analysis could be performed to determine if the previously reported inappropriate shock could have been prevented. It was determined that smartpass would have been effective for the event in question. This device has not been returned following elective replacement for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.